Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during fill five of five of peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. The leak was further described as ¿the device on a tray and it is full of water¿. The hp was not able to find the source of the leak. Renal therapy services (rts) assisted the patient in ending the therapy session and getting to manual drain. Rts assisted the hp to disconnect and in removing the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.